Event description:
New information received noted that no imaging was done or electrical anomalies noted. It was not alleged that the products or procedures related to the products caused or contributed to the infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead was dislodged. The pacemaker, atrial lead, and right ventricular lead were explanted due to infection. There were no patient consequences. Related manufacturer reference number: 2017865-2019-14191. Related manufacturer reference number: 2017865-2019-14192.

Manufacturer narrative:
Analysis was normal. No anomalies were found.